Manufacturer narrative:
(B)(4) date sent: 07/23/2021 this is an analysis for one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo show tissue and what appears to be some unformed and malformed staples between it. Based on the photos review, the event describe was confirmed, however, no conclusion could be reached as to how this issue occurred through photo analysis. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: was there any change in the procedure? No. Could you please clarify the statement you made regarding ¿the patient's condition is currently stable¿? Typical. Or was the patient's hospital extended: no. Was there any patient consequence as a result of the procedure being prolonged? Unknown.

Event description:
It was reported that during the low rectal cancer resection with chd29a, after fired, noted some staples malformed with irregular shape. Used suture to over sew. The surgery delayed 2 hours, the patient's condition is currently stable. No additional information can be provided.